Manufacturer narrative:
An investigation into the reported event has been initiated under cmp-1034393. Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: (B)(6). E1 telephone number: (B)(6).

Event description:
It was reported that during surgery the packaging had black debris inside. There was no patient impact or delay. Due diligence is complete and there is no additional information available.